Event description:
Customer stated, "pad was laying on the bed when it started a fire." The product was returned for investigation. The customer did not claim any injury. The product was approx. 19 years old when the incident occurred. An investigation was done to look into the customers complaint. Investigator determined the customer was laying on the pad during use. The laying on the pad led to the pvc tubing on the harness to weaken and the stat inside to weaken. This is likely the cause of the burn the customer described. The also customer admitted to laying on the unit. The failure the customer had was due to the customer misusing the product. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".